Manufacturer narrative:
(B)(4). Method: the subject devices and additional information about the reported event and setup were requested to be provided to fisher & paykel (f&p) healthcare new zealand for evaluation. In addition, a review of the manufacturing records of the potential lot batches of the bc161-10 bubble CPAP system was performed. Results: the healthcare facility reported that the subject device was not available for return. A review of the manufacturing records of the potential lot batches of the bc161-10 bubble CPAP system confirmed that the devices in the manufacturing lots passed all the required quality control measures, and were manufactured in accordance with specifications. Additionally, no non-conformances were noted during the manufacturing process of the subject lots. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to confirm or determine the cause of the reported event. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. At the end of the final assembly process, all bc161-10 bubble CPAP system circuits are 100% tested as follows: - functional testing for leak - visual inspections for any visible defects and contamination the instructions for use accompanying the bc161-10 bubble CPAP system show in pictorial format the correct set-up of the system and also state the following: - check all connections are tight before use and after any adjustment. - use patient oxygen monitoring. - always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level. - test circuit for occlusions and pressure leaks using the flow elbow provided before connection to the infant.

Event description:
A healthcare facility in texas reported via a fisher & paykel healthcare (f&p) field representative that the patient end temperature probe port of one bc161-10 bubble CPAP system circuit had a loose connection with the temperature/flow probe. There was no reported patient involvement or consequence.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the patient end temperature probe port of bc161-10 bubble CPAP system circuits had a loose connection with temperature/flow probes. There was no reported patient involvement or consequence.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare have requested the return of the subject device(s) and additional information regarding the reported event for evaluation. We will provide a follow up report upon completion of our investigation.